Event description:
A device report from synthes EU provides information from a facility in (B)(6) regarding a screw that penetrated the plate during a procedure to treat a distal radius fracture. After the surgeon inserted all the screws, 4 in total, the surgeon attempted to tighten them, using the torque limiter. The screw in the proximal row, most styloid, went through the bone. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.